Manufacturer narrative:
(B)(4).

Event description:
It was reported the egm did not record when the device delivered appropriate antitachycardia pacing and high voltage shock therapies due to a stitching issue. Only one session on therapy was noticed on the egm. No further information is available.